Manufacturer narrative:
On 02/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/16/2016 a medtronic representative, following-up at the site, confirmed the navigation system is fully functional and navigated accurately. On 02/24/2016 software analysis was unable to determine probable cause with the information provided. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged being inaccurate. Surgeon deemed being 2 millimeters inaccurate in the anterior direction. The surgeon opted to continue the procedure, with this knowledge. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.